Event description:
The customer reported to beckman coulter that 0.5 ml of bloody fluid had leaked from the blood sampling valve (bsv) onto the counter during a startup and when the customer was running 5c cell controls on the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection to this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse performed blood sampling valve (bsv) rotation and noted no hesitation or binding. The fse then performed manual probe wash and noted correct vacuum and rinsing. The fse found a leak from loose tubing at the front of the blood detector at wire marker 3 (wm3) on the bsv. The fse replaced the tubing resolving the leak and performed multiple system tests to verify fluidics. The cause of the leak was the loose tubing at wm3 on the bsv. (B)(4).